Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device data was checked by technical services to check if there were any occurrences where the ins was turned off. The data indicated the file was created on (B)(6) 2015 so it was reviewed to check whether the date on the clinician programmer was correct. Technical services indicated the ins was turned off on multiple occasions, either by manually using the patient programmer or recharger or the patient let the ins deplete below 0% and, therefore, lost stimulation. It was also noted that there was no indication the ins was turning itself off due to a malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via a manufacturer representative regarding an implantable neurostimulator (ins) implanted in (B)(6) 2017. The patient indicated that the ins was off regularly after recharging. It was also reported the ins turned off by itself without a cause; it sometimes spontaneously went out. There was no relationship seen with "possibly. Location or attitude". Technical services reviewed that the data of the device should be reviewed to check if there were any occurrences where the ins turned off.